Event description:
Customer reported that on (B)(6) 2012 around 9:00 pm she attempted to perform a test using her adc blood glucose meter but received an unknown error message, which prevented her from receiving a result. Customer further reported subsequently experiencing "high sugar and thrush". Customer self-presented to her healthcare provider and was diagnosed with hyperglycemia and thrush. Customer was treated with nystatin oral rinse and fluconazole (diflucan) 100mg. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). Customer did not know her weight.